Event description:
In 2002, the user facility informed the manufacturer's sales representative of the following: physician said device catheter did not go through the introducer so he used another device.